Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.00/3.00/79 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2021. Low vault and refractive surprise was observed, lens remains implanted. Cause of event wa reported to be unknown, the reporter stated "in dr. Opinion must have a mistake about astigmatism. The manifest refraction and the ordered iol was -3.00 d of astigmatism and that is also the astigmatism the patient have in his glasses. However topographic astigmatism was near 4.00d. Also in the contralateral eye ( right ) both manifest and topographic astigmatism were 4.25d and with 4.50d ordered in the icl lenses the patient is fine. Dr. (B)(6) believes that a replacement of the iol for a new one with 4.00 d or 4.25 d of astigmatism will be ok." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- it was later reported that the lens was explanted on (B)(6) 2021 and later replaced with a longer length lens of different power and the problem resolved. Claim # (B)(4).